Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder bifurcated endoprostheses. On (B)(6) 2013, imaging identified aneurysm growth (amount unknown) to 10x15 cm. It was reported the aneurysm enlargement was being caused by endotension. On (B)(6) 2013, an additional procedure was performed whereby the previously implanted devices were relined with three gore excluder aaa endoprostheses. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved in this event. Pcc141200/031071601, pct281418/033010104, and pcc201400/02978252.